Manufacturer narrative:
Analysis of programming history confirmed event.

Event description:
During review of internal programming history, it was noted that on (B)(6) 2010, a patient's generator was interrogated at 1/20/500/30/60, following a system diagnostics test, which is evidence of a computer software error. The patient was originally set to 1.75/30/500/30/1.8. The patient left the office at the faulted settings and it is unknown if this was intentional or not.